Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose on two occasions. Instructed caller to treat customer with manual injections. The residential worker stated that the nurse on call was not available to give customer an injection. The last blood glucose reading was 355 mg/dl. It was stated that it appeared the radio settings were too high. It was reported that the customer also had issues with low blood glucose. Suggested the residential worker to call paramedics if there is any delay in getting medical assistance. No further info was provided.